Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: during testing, the pump was not able to be powered on due to a damaged battery compartment. Evaluation revealed that a section of the battery compartment threads was cracked and missing. The battery cap was not able to secure to the battery compartment due to the battery compartment thread damage. The battery cap threads were also found to be damaged. There was evidence of moisture contamination observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture contamination or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked and the cap was unable to stay fastened on to the pump. The pump would not stay powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.